Manufacturer narrative:
Insulin pump passed displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Insulin pump received with missing serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they insulin pump had stuck button error. The customer¿s blood glucose level was 396 mg/dl. Customer stated that they are unsure if they pressed a button down for 3 minutes or longer. Customer troubleshoot was performed. Customer was advised to that to revert to backup plan. The insulin pump will be returned for analysis.